Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. Clotted while on treatment. Treatment was resumed. The leak was visually observed and the machine alarmed. Estimated blood loss was less than 100cc's. Patient had no adverse effects and had no medical intervention required. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.